Event description:
It was reported that after successful deployment of the acculink stent in the aci, upon removal of the stent delivery system (sds), the tip of the sds became entangled in the stent and separated. It was not possible to remove the filter basket over the separated tip; therefore, the accunet was pulled on to separate the filter basket from the wire and the tip of the acculink sds with the accunet wire were removed. Another guide wire was inserted and the filter asket was compressed to the artery wall with another acculink stent. Additional info was received regarding the acculink sds tip separation, which revealed that the tip of the device was removed from the pt on the accunet wire.